Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "deflate balloon - balloon deflation difficult/unable - partial or slow" was unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. In addition, device history record and lot history review were not able be performed as the work order information was not available. Therefore, a manufacturing non-conformance could not be determined. However, a review of IFU/training materials revealed no deficiencies. Per the event description, "tweaking of the catheter in multiple positions may have created a kink in the flex catheter and hypotube. Inflation of the valve took extreme force and then would not deflate right away. Only after catheter manipulation and sheath advancement did the balloon start to deflate." It is possible that during manipulations done to overcome difficulty positioning the valve within the pre-existing bioprosthesis, the delivery system balloon catheter became kinked/twisted. A kink can obstruct the inflation fluid pathway, potentially leading to the slow inflation and/or deflation times as reported. As the device was successfully able to be inflated and deflated with no issues during device preparation, it is unlikely that a manufacturing nonconformance contributed to the reported complaint event. A definitive root cause was unable to be determined at this time. However, available information suggests procedural factors (kinking of delivery system due to excessive manipulation) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text: discarded.

Event description:
As reported by field clinical specialist, a patient underwent a transfemoral tav in sav procedure. With a 26mm sapien 3 ultra valve in the mitral position inside a pre-existing surgical valve. During the procedure, the patients very difficult anatomy resulted in difficulty crossing anything with the wire. Once wire position was maintained, there was immense trouble trying to get the valve across the mitral prosthesis. Tweaking of the catheter in multiple positions may have created a kink in the flex catheter and hypotube. Inflation of the valve took extreme force and then would not deflate right away. Only after catheter manipulation and sheath advancement did the balloon start to deflate. The patient endured a pacing run of around 1 minute, before the team was able to get the delivery system balloon deflated. The patient left the room in stable condition.